Event description:
A malfunction was reported on the pump, which occurred following a pump battery shutdown. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue returned, which the customer acknowledged and understood.